Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion and the right ventricular (rv) lead had developed insulation damage. The ICD was explanted and replaced. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.